Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The rv lead was reprogrammed and remains in use. It was further reported that the patient's right atrial (ra) lead had a high threshold of 2.5 volts at 1.0 ms and low pacing impedance. No intervention was preformed and the ra lead remains in use. No patient complications have been reported as a result of this event.